Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon was unable to register the patient. The surgeon stated when progressing to the register task, the software would display the head frame on the posterior portion of the patient's head, and the surgeon had to manually move it to the front. After tracing, the registration would try to realign and would not pass. The surgeon attempted pointmerge with no success, as the points would store quickly from 1-6, in rapid order. The surgeon attempted separate trackers and rebooting the system with no success. The surgeon opted to discontinue navigation and cancel the procedure. No harm to the patient was reported.

Manufacturer narrative:
Patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Device manufacturing date is unavailable at this time. On (B)(4) 2013- a medtronic representative performed a navigation system check-out, all areas passed and he was unable to replicate the event. Software investigation completed. The exam archive was received and evaluated. The images loaded with poor quality and it was impossible to adjust them without removing the saved patient registration from the reported event. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Device manufacture date provided.